Manufacturer narrative:
Hologic technical support (ts) reviewed the additional logs provided and confirmed there were 8 out of 46 panel as having positive results (655 to 1195 rlu) in the wl in question. Hologic product applications specialist (pas) later discovered that there was a contamination issue in the lab; customer had not been cleaning sample racks frequently enough, and there was a small amount of buildup around the left liquid waste bottle connection. Hologic field application specialist (fas) went onsite to clean the lab and advise customer on improvement to their workflow. Pas reviewed the runs that were done after the cleaning, and there was no sign of contamination or hardware/reagent preparation issues. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua200014), aptima sars-cov-2 (eua200734), and aptima sars-cov-2/flu (eua202959). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported an increase in low positive samples for their sars-cov-2 tma runs. Hologic technical support (ts) reviewed wl 01409-20201217-04 using assay lot 284618 on panther instrument sn (B)(4). Which had 11 positives out of 103 samples. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results beings reported to patients.